Event description:
Additional information received indicated patient had a surgical intervention on 06 oct where in the ipg was repositioned and replaced with a new one, thereby addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient has pain at the pocket site. Patient denies any fall. Surgical intervention is expected to address the issue at a later time.